Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received failed battery test alarm. The customer¿s blood glucose this morning was unknown. The customer also reported that the insulin pump was damaged and there was crack on battery cap housing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, idle current test, run current test, and unexpected restart error test. Insulin pump received with normal operating currents. No failed battery test noted. Insulin pump received with battery tube thread cracked.